Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device produced sound but a speaker malfunction message is present when linked to piic due to system board. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective system board. The system board was replaced.

Event description:
The customer reported that the telemetry device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.